Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the information. The angiosculpt device got stuck in the patient. The physician introduced a guide catheter to encapsulate the angiosculpt successfully, thus resulting in additional intervention performed by the physician. The lot number was not provided by the hospital; therefore, the lot number and expiration date are unknown. The angiosculpt device was disposed by the hospital, thus no evaluation performed. The device manufacture date is unknown. The lot number was not provided by the hospital.

Event description:
The physician reported that after using the csi device on a common femoral lesion, he chose a 6x100 angiosculpt to post dilate the treated pressure (8 atm). Upon deflation, he attempted to remove the angiosculpt but was unable. After several attempts, he introduced a 6f mp guide catheter to encapsulate the angiosculpt and was able to retrieve the angiosculpt. No patient injury reported and the case was completed successfully.